Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "When did the failure occur: during therapy. Reason of complaint: therapy was with the drug oxaliplatin and had to last 2 hours (calculated with weight of the bag). Eventually it lasted 3 hours and 15 minutes. This happened with a safe set, a sample of this set with the same batch will be send with the pump. Not related to this complaint: pump also shows da (B)(4) and (B)(4) in history. This hospital has had da: (B)(4)before with newer pumps, only fix was replacing the air sensor, although the sensor falls within specifications. Without replacing, the da will come back. Correct disp. Lists are used. Please also replace the air sensor. Description of measures: technicians from the hospital tested the pump under normal conditions according to the service manual and didn't find any issues."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service departement at b. Braun melsungen ag, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The history files from 2022-01-31 was investigated. At 11:45 a.m. A space line safeset was inserted. Between 11:45 a.m and 15:58 p.m the infusion was started and stopped several times. Furthermore, the rate and the vtbi (volume) was changed again and again. The history doesn´t show any anomalies. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,16%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). 2.6 during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.